Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient cable for the external pulse generator (epg) was broken. It was further noted that there was no output. The patient cable was returned. There was no patient involvement.